Event description:
It was reported that the video system center displayed scope communication error e226, and the screen flashed various colors immediately upon being plugged in during initial testing after unpacking. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.